Manufacturer narrative:
Device passed self test and displacement test. Device received with intermittent buttons due corroded connector flex cable. No stuck button alarms noted. Device received with connector at electrical board properly connected. Traces of moisture damage found at the motor and electronic assembly per visual inspection. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had button error alarm and unresponsive keypad. The customer blood glucose level was 112 mg/dl. The insulin pump was exposed to moisture. Asked customer verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.